Manufacturer narrative:
There were no ziv5-18-125-7-80 devices of lot number cf766119 in stock at the time of the complaint investigation. The device involved in the complaint was not available for eval as it remains in pt, and images were not provided, therefore the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the info provided a document based investigation will be carried out. The physician indicated that a possible cause of this complaint may have been the use of this device in the popliteal artery and the tortuosity in popliteal artery was severe. According to instruction for use that accompanies this device, ifu0043-7, section ¿indications for use: the zilver vascular stent is intended for use as an adjunt to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100mm in length with a reference vessel diameter of 5 to 9mm¿. Stent strut fracture and embolism are known potential adverse effects referenced in ifu0043-7. Ifu0043-7, section ¿potential adverse events¿ advises user as follows: ¿potential adverse events that may occur include, but are not limited to, the following: stent strut fracture, embolism¿¿ as per ifu0043-7, the user is advised that post implant ¿appropriate antiplatelet/anticoagulant therapy should be administered post procedure¿. The following comments are also included in the precautions section of ifu0043-7: ¿bench testing suggest that an increase potential for strut fracture may be associated with overlapping zilver stents in the peripheral vasculature.¿ in this case another MFR¿s stent was placed in the fractured part of the ziv5-18-125-7-80 placed in the popliteal artery, and post dilation was performed in the whole stenosed part. Angiography confirmed blood flow. There have been no adverse effects to the pt. Prior to distribution all ziv5-18-125-7-80 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for ziv5-18-125-7-80 of lot number cf766119 revealed no discrepancies related to this complaint issue. No corrective action is warranted at this time. The fractured stent remains in the pt. (B)(4). Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The physician selected ziv5-18-125-7-80 for pta in right popliteal artery. On (B)(6): four stents (1x ziv5-18-125-7-80, 2x luninexx135-8-120, 1x ziv5-18-80-8-80) were placed in the artery between right popliteal artery (bk) and the origin of the right eia with no problem. Post deployment balloon dilation was performed with a balloon catheter (jackal rx6-40 / manufactured by kaneka). On (B)(6): angiography confirmed that ziv5-18-125-7-80 which had been placed in right popliteal artery was fractured. Owing to the fracture, the blood flow had become worse and thus, the occlusion of the artery due to thrombosis had occurred. Another manufacture¿s stent intended for use in coronary artery (liberte4-32 / manufactured by boston scientific (B)(4)) was placed in the fractured part of the ziv5-18-125-7-80 placed in the popliteal artery, and post dilation was performed in the whole stenosed part. Angiography confirmed blood flow. There have been no adverse effects to the pt.